Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41622 indicating a motor timeout error. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis of complaint of error code 41622. Review of event log was performed. Review of service history found no 12-month history. Visual and functional testing was performed. Confirmed complaint of error code through history check. Cleared error code and ran additional tests to duplicate but was unable to after charging device. Accuracy testing was within range. No repairs were conducted to resolve the reported issues. During investigation found the downstream occlusion (dso) seal was separating. Performed dso/uso sensor calibration. Device passed testing post repair.